Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage at the extension tube. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at ext. Tubing during the puncture process for the patient. Normal medication leaked from a little hole in the extension tube.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8348983. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample provided was inspected, and found to have a cut in the extension tubing; a review of the manufacturing line was unable to identify any surfaces of tools that could cause the observed damage. The root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage at the extension tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage at ext. Tubing during the puncture process for the patient. Normal medication leaked from a little hole in the extension tube